Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, at an implant depth of 1mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc), mild-moderate paravalvular leak (pvl) was noted caused by calcification. A post-implant progressive balloon aortic valvuloplasty (bav) was performed with an 18 and then 20mm balloon. Following the bav, the valve was noted to have dislodged off of the native annulus to a depth of -2mm on the ncc and -2mm on the lcc. After the second dilatation, transesophageal echocardiogram (tee) showed the pvl remained mild-moderate. Following the procedure, while in the catheter lab, the patient went into cardiac arrest which was attributed to decreased hemodynamics with hypotension likely related to poor blood pressure management. Cardiac massage was performed, an intra-aortic balloon pump was initiated, a coronary artery occlusion was noted and a percutaneous coronary intervention (pci) was performed. No additional adverse patient effects were reported.